Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Articulating surfaces no longer hold shim in place.

Manufacturer narrative:
Upon discussion with the product analyst, this malfunction is not likely to cause patient harm. Therefore, this medwatch will be rejected.